Event description:
It was reported that the customer received an error alarm during the manual prime. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 error during basic occlusion test due to faulty force sensor resistor gold. The insulin pump has cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, missing reservoir o ring and missing end cap sticker.